Manufacturer narrative:
The fse evaluated the device at the customer¿s site. It was determined that the device showed an ECG error due to an improper operation check executed by the customer. The fse advised to re-run the operation check. The device passed all the operational tests and returned to full functionality.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was an ECG error. Tehre was no patient involvement.